Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer¿s blood glucose level was 116 mg/dl at the time of incident. Customer stated that the insulin pump had empty reservoir alert and it was unable to clear the alarm. Customer also stated that the escape button was not working. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test and displacement test or verify battery out limit due to unresponsive button. No button error alarm during testing.